Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the display was dim/faded/discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 01/25/2016 with the following findings: on investigation, the display was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper pad.